Manufacturer narrative:
The investigation confirmed positive discordant vitros (B)(6) results were obtained from a non-vitros qc fluid and a known (B)(6) free sample (sample 1) processed on a vitros 3600 immunodiagnostic analyzer. A definitive assignable cause could not be determined. Unexpected instrument performance could not be ruled out as a contributing factor. Performance testing undertaken by the customer could not be completed due to instrument condition codes and it was during this performance testing that the discordant (B)(6) result for sample 1 was generated. An ortho field engineer made multiple visits to the customer site and performed actions to optimize instrument performance. Inappropriate pre-analytical sample handling is not a likely contributor to the event as the customer appears to be following the correct procedures.

Event description:
The customer observed discordant (B)(6) vitros (B)(6) results from a non-vitros qc fluid and a known (B)(6) free sample (sample 1) processed on a vitros 3600 immunodiagnostic analyzer. Level 1 qc fluids : 53.5 and 16.9 miu/ml (positive) versus expected result of 2.5 miu/ml (negative); sample 1: 24.9 miu/ml (positive) versus expected result of <5.0 miu/ml (negative). A biased result of the magnitude and direction observed may lead to inappropriate physician action. No unexpected (B)(6) results were reported from the laboratory and there was no report of patient harm as a result of this event. This report is number two of three 3500a forms filed for this event, as three devices were affected. (B)(4).